Event description:
Surgical site/orthopaedic ae. Moderate severity. Probably not device related. Treatment: rehospitalized on (B) (6) 2007. Revision/component removal: tibial insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device add'l info becomes available, the eval summary will be submitted in a supplemental report.